Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test. The customer¿s blood glucose level was unknown. The customer reported that the contacts on the battery compartment was damaged. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test noted. Pump received with broken battery tube thread noted.